Event description:
Caller reportedly received the following results on the aviva system within 10 minutes: 534 mg/dl, 200 mg/dl, 238 mg/dl, 291 mg/dl, and 232 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.